Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional analysis, the fse reviewed the log file and found the geo pc was not booting up. The fse also found that there was no power to r-cabinet as phase breaker tripped in m-cabinet because of power spike in hospital. The fse tried to reset but geo pc still not powering. The defective geo pc returned for analysis, and it concluded that the psu, cmos and xmp card were defective. To resolve the issue, fse worked with biomed to replace the geo pc and installed the geo pc software. After the replacement of the geo pc and installation of the geo pc software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up. The device was in clinical use at the time of reported event. No harm was reported to philips. The geometry pc was replaced and they system was returned in good working order.